Event description:
Device report from synthes reports an event in hong kong as follows: this report is being filed after the review of the following journal article: pu, j.j., et al., (2022), unexpected change of surgical plans and contingency strategies in computer-assisted free flap jaw reconstruction: lessons learned from 98 consecutive cases, frontiers in oncology, vol. 12 (xx) pages 1-10. (Hong kong). The aim of this retrospective study was to performed to evaluate all the patients who underwent computer-assisted jaw resections and osseous free flap reconstructions. Between november 2014 to october 2021, a total of 98 (55 females and 43 males) computer-assisted free flap jaw reconstruction cases with osseous free flaps were included in the study. Intraoperatively, osteotomies of jaws were performed with prefabricated osteotomy guides or surgical navigation (kolibri navigation station 2.0, brainlab, feldkirchen, germany). Donor fibulas and iliac bones were harvested using the prefabricated harvest guides. Donor bones were fixed to the recipient jaw bones with commercially available titanium plates (depuy synthes, united states) or 3d-printed patient-specific titanium plates.. The median clinical follow-up was unknown. The following complications were reported as follows: -a 22-year-old girl presented with a benign peripheral nerve sheath tumor at the mandible. The original plan was a three-segment fibula reconstruction with a double barrel design for the anterior mandible, followed by a second-stage sagittal split osteotomy at the contralateral side to correct the facial profile. However, arterial spasm was encountered shortly after the vessel anastomosis and the blood supply to the most distal segment was unsatisfactory despite multiple attempts of re-anastomosis. The distal segment which was folded as the upper layer of the double barrel fibula flap was abandoned. The other two segments remained unchanged and fixed at the lower border of mandible according to the original plan. This report is for unknown titanium plates (depuy synthes). This is report 1 of 1 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d1, d2, d3, d4: this report is for one (1) unknown plate/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.